Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape did not stick and infusion set fell off. The patient was unsure of the cause of tape not adhering. The infusion set was in use for one and half day. No further information available.